Manufacturer narrative:
As reported, during use in a glp swine study the mynxgrip 6/7f vascular closure device (vcd) hydrogeal sealant was unable to be deployed as the system had no advancer tube. The malfunction did not occur with a human patient. There was no injury reported. The device prepped normally. There was no damage noted to the device prior to use. The issue was noticed during deployment. The user shuttled down completely and then there was no advancer tube to perform tamping. There was no significant resistance when shuttling down. No unusual force was applied when retracting the sheath. The device was used with a 6f avanti sheath. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and the advancer tube were not returned with the device. The procedural sheath was returned with the device. The distal tip of the cartridge tube was torn at the side slit. It is unknown if the device was manipulated after the procedure, and if the damage to the cartridge tube occurred during the procedure or during subsequent handling or transit. Per functional analysis, a simulated deployment test was performed, and the shuttle cartridge was able to be advanced and retracted to the black handle without issue. The advancer tube was not present, so it did not engage to the tamp lock. Per microscopic analysis, visual inspection at high magnification showed that the distal tip of the cartridge tube was torn at the side slit. A product history record (phr) review of lot f2215902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ was confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. The issue appears to be related to the manufacturing process of the product. However, a risk assessment has been initiated to escalate this issue.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2215902 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during use in a glp swine study the mynxgrip 6/7f vascular closure device (vcd) hydrogeal sealant was unable to be deployed as the system had no advancer tube. The malfunction did not occur with a human patient. There was no injury reported. The device prepped normally. There was no damage noted to the device prior to use. The issue was noticed during deployment. The user shuttled down completely and then there was no advancer tube to perform tamping. There was no significant resistance when shuttling down. No unusual force was applied when retracting the sheath. The device was used with a 6f avanti sheath. The device is being returned for evaluation.